Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their right atrial (ra) lead exhibited a high capture threshold. No intervention was performed. The patient's status was unknown.